Event description:
It was reported that the patient's implantable cardioverter defibrillator provided inappropriate anti-tachycardia pacing (atp) due to inappropriate interpretation of supraventricular tachycardia (svt). No interventions were performed. There were no patient consequences.

Event description:
Additional information received noted that programming changes were performed. There were no patient consequences.